Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the port where the seam is. This was identified after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing identified a leak at the front of the bag from the dotted part of the letter ¿I¿ in the word (B)(4). No other leaks were identified from the device during functional testing. Microscopic inspection revealed that the leak had come from a small hole at the front of the bag. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.